Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 750 mg/dl. Cause of bg level was not clear. Customer administered a manual injection to address the issue and went to the emergency room. Customer was subsequently admitted to the hospital and treated with intravenous insulin. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended. Date of discharge was not provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.